Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the implant of this lead the lead displayed noise when the physician tapped on the lead. The lead was re-inserted into the header of the device with the same results. The physician explanted the lead; during the explant process the lead's insulation was slit. There were no adverse patient effects reported. The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was thoroughly inspected and analyzed. The ez connector tool returned on lead, seated properly with the fixation knob engaged. The stylet was returned inserted in the lead, it was able to be removed with some force. It was stuck due to body fluid which entered the lead through a cut in the lead insulation. There were cuts noted in the insulation between 330 and 340 millimeters from the terminal pin.